Event description:
It was reported that pump displayed cartridge alarm 20 that began three days earlier and continued with consecutive cartridges, and caller had no backup therapy available at the time of the call. There was no adverse impact to the customer¿s blood glucose level. Caller planned to contact healthcare provider about backup therapy, and technical support arranged shipment of replacement pump with updated software, confirmed warranty status and shipping address, provided instructions for storage mode, return of problematic pump within 10 days, and setup of pump settings and cgm on replacement device, which caller understood and acknowledged.